Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's pacemaker exhibited undersensing episodes. No intervention was made. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pacemaker was explanted and replaced due to undersensing episodes. Also, the right ventricle lead was explanted and replaced due to unknown reason. The patient was in stable condition.